Manufacturer narrative:
The harmonic ace insert accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. As of (B)(4) 2012, there have been no reported recurrences of the issue at the hospital. The following medwatch report was sent to the FDA for the second harmonic ace insert accessory: MFR report 2955842-2012-00032.

Event description:
It was reported that during a da vinci si hysterectomy procedure, while using the harmonic ace instrument, the harmonic ace insert accessory broke and fell into the patient. The accessory fragment was retrieved and the harmonic ace insert was replaced. The case continued as planned however, the replacement harmonic ace insert accessory broke and fell into the patient. The accessory fragment was retrieved and the procedure was completed with a replacement harmonic ace insert accessory. No patient harm, injury or adverse outcome was reported.